Event description:
The tx1 was working fine during the first 15 seconds. Then stop working no sound and the console was showing check hand piece. We check all the connections and everything was good. The doctor took the tx1 out of the patient and we press the pedal for 13 seconds and was not working. We changed for a new one.

Manufacturer narrative:
Product not returned due to patient contact; no other unit from this lot was tested for stopped working issues; this lot has (B)(4) functional complaints ((B)(4)- not working, (B)(4)- miscellaneous issues); the lot overall has a (B)(4) complaint rate; there is no significant complaint trend; DHR's were reviewed- there is no info to suggest this lot would have a higher amount of problems than a lot with a low percentage.